Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The customer's blood glucose got below 20 mg/dl, sat down to measure the blood glucose and it went up to 34 m/dl after measuring. Paramedics were called and took the customer to a hospital. The caller stated that the customer was hospitalized because the sensors did not alarm but the insulin pump worked fine. The customer was using a sensor from another manufacturer. The cause of death was cardiac arrest. The customer had diabetes for forty-eight years, had moderate kidney failure and was under doctor care for it, heart blockage was discovered at the hospital. The customer was not wearing the insulin pump at the time of death; it was removed by the paramedics under twenty-four hours prior to passing. At the time of death, the customer was wearing a sensor by another manufacturer. The caller stated that the customer's insulin pump was lost during transport to the hospital.